Event description:
It was reported the patient presented with a preoperative diagnosis of symptomatic hardware, possible nonunion of the lateral femoral shaft and greater trochanter from extended trochanteric osteotomy. The patient underwent a procedure to remove symptomatic hardware, and open reduction internal fixation of this extended trochanteric osteotomy nonunion.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Based on the information provided, a causal relationship between the patient¿s nonunion and device failure cannot be established. In addition, given the patient¿s medical history being significant for multiple comorbidities, combined with his recent fall, these cannot be ruled out as potential contributing factors necessitating the revision. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.